Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with tumescent infiltration pump. The customer states the pump releases fluid even when the foot pedal isn't pressed. The flow was intermittent but became constant and now doesn't work at all. They stated the "motor doesn't even turn on."

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.